Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) measured a low right ventricular pacing lead impedance, for which a latitude red alert was triggered. Technical services contacted the local field representative and the following clinic to recommend scheduling an in-office follow-up to evaluate the pacing impedance. A low right ventricular intrinsic amplitude was also detected by the device, triggering a latitude yellow alert. Both of these events have been dismissed from the latitude system by the following clinic. No adverse patient effects have been reported.

Manufacturer narrative:
According to the available information, this ICD remains implanted and in service, and this patient continues to be monitored via latitude. No additional information is available at this time. Should more information become available, this event will be updated. Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.